Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal hydromorphone 40mg/ml at 10mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. An alarm was heard but a clinician programmer was not available. The reporter believed the pump was empty. The pump had been alarming for four days every ten minutes. The event date was (B)(6) 2016. The patient moved and was unable to find a managing doctor to refill their pump. Because they were aware of this, they previously turned the dose way down to extend the refill interval. The pump had now been alarming for four days so an empty pump was expected. The rep did not believe they could find anyone to refill with saline at this time. No symptoms were reported. The current managing doctor was "managing from afar" but was not programming or refilling. The pump off authorization form was emailed to the reporter upon request. Additional information was received from the rep indicated at the doctor's direction "empty" as drug, 0.1 mg/ml at minimum rate with 20ml in reservoir was entered. The primary care physician wanted the pump removed and a different doctor was planning to explant the device (date was not known at this time). The reporter was still hoping they were going to fill with saline, but the patient been transferred to a hospital due to his anxiety and the facility he resided did not feel like "they were equipped to handle him". Additional information indicated the pump was being removed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.